Event description:
While using the lysonix 3000 ultrasound assisted lipoplasty system, there was a superficial burn of the supraumbilical skin status post ultrasound and pulsed ultrasonic liposuction. There was some blistering of the skin, 1 cm above the stab wound incision. There was no evidence of disruption of the white insulated sheath of the usl. (B)(6). Dates of use: (B)(6) 2004 - (B)(6) 2011.